Event description:
This spontaneous report was received on (B)(6) , from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach acces daily flosser, for dental cleaning, (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the head compartment of some of the flossers snapped off and broke. The consumer also stated that it was not the first time the flosser broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being re-submitted to correct the number of flossers used. The consumer went through an entire compartment of the flossers and head compartment of all the seven flossers broke. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). Initial submitted report is being re-submitted to correct the number of flossers used. This closes out this report unless other additional significant information is received. This is an initial correction for the first product in this case. The manufacturer report number for this submission is 8041101-2013-00001. The manufacturer report number for initial submission of the second, third, fourth, fifth, sixth and seventh products are 8041101-2013-00009, 8041101-2013-00010, 8041101-2013-00011, 8041101-2013-00012, 8041101-2013-00013 and 8041101-2013-00014 respectively.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning, (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the head compartment of some of the flossers snapped off and broke. The consumer also stated that it was not the first time the flosser broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being re-submitted to correct the number of flossers used. The consumer went through an entire compartment of the flossers and head compartment of all the seven flossers broke. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Three (3) used access heads were received with the head's floss broken. The field sample was received without the part of the back card where the lot number was placed. Without a valid lot number, manufacturing and packaging batch record review, an inspection of the retain sample or lot trend analysis could not be performed. Based on the condition that the returned sample was received the customer complaint could not be confirmed. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends would continue to be monitored. This report remains reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning, (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the head compartment of some of the toothbrush snapped off and broke. The consumer also stated that it was not the first time the toothbrush broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is follow up submission for the first product in this case. The manufacturer report number for this submission is 8041101-2013-00001. The manufacturer report number for follow up submission of the second, third, fourth, fifth, sixth and seventh products are 8041101-2013-00009, 8041101-2013-00010, 8041101-2013-00011, 8041101-2013-00012, 8041101-2013-00013 and 8041101-2013-00014 respectively. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.